Manufacturer narrative:
The device was not returned for evaluation. A complaint investigation (failure analysis) and determination of root cause were not possible. Based on the customer reported failure ¿comment ¿irrigation was coming out in large amounts¿ its possible this complaint was as a result of cooling water system failure however, without testing it is not possible to verify. Should the product be returned for analysis the complaint will be reopened and evaluation will be completed.

Event description:
A customer reported that the c2600 cusa excel 23khz straight handpiece failed during a neurosurgery resection on (B)(6) 2020. There was no patient injury reported. An additional information received on 14aug2020 indicated that the cusa was connected to the handpiece and to the generator, test was performed and unit was primed. At 0930, the surgeon tried to use the device and noted that the irrigation was coming out in large amounts and when the irrigation was decreased to 2cc/min on the monitor, it still came out in large amounts with no change and the surgeon noticed that the handpiece was not vibrating or aspirating. It was also noted that the suction canister that was hooked up to the unit had a crack in canister so it was changed and the aspiration started working but it did not correct the vibration or irrigation. They rebooted the unit and went through the "test and prime" again but still it did not allow the unit to function correctly. The procedure was delayed for over an hour due to the product problem. The procedure was completed using another handpiece and tip that functioned correctly. There was no harm done to the patient.